Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have the shock impedance of this right ventricular (rv) lead analyzed. Technical services (ts) reviewed available device data, noting shock impedance of 145 ohms in the last latitude transmission on (B)(6) 2026. Analysis of the trend data shows a gradual increase in low-voltage shock impedance (lvsi), and the 28-day average lvsi value is approximately 140 ohms. Recommendations were discussed and no further assistance was needed from ts. No adverse patient effects were reported. This lead remains in service.